Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 16x3.00mm promus premier drug eluting stent, the stent was found to be crushed and therefore not round but flat. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.